Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned articular surface confirmed that the post has fractured off. Scratches, pitting, are visible on both the proximal discolored condylar and worn distal surfaces. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
Reference (B)(4). Medical products- nexgen porous patella comp micro 35 dia, item # 00597206335, lot # 60581669, nexgen lps flex femoral component size f left, item # 00596801651, lot # 60545621, nexgen lcck stemmed tibial component, item # 00598004702, lot # 60681502, nexgen taper stem plug, item # 00596009900, lot # unknown, palacos r 1x40 single, item # 00111214001, lot # unknown, palacos r 1x40 single, item # 00111214001, lot # unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported following an initial knee arthroplasty, the patient was revised due to instability. The implant post was discovered damaged. Attempts have been made and additional information on the reported event is unavailable at this time.